Event description:
Surgeon doing laparoscopic appendectomy. Fired multifire endo gia 30 2.5mm stapler. Stapler cut but did not staple. A new stapler was immediately added to surgical field. The open wound was stapled.